Event description:
The medline vaso-force has a continuing defect that will cause the compression to only occur on 1 leg instead of both legs. Frequently the unit is removed from service because it will not function correctly.